Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The customer initially reported broken cable; however, for clarification the nonconformance was a frayed grip cable. The frayed segments stuck out at the instrument's wrist and are in various lengths. The frayed cable was also derailed and the idler pulley exhibited rim damage. Additional observation not reported was abnormal wear throughout the entire main tube. The surface of the main tube was slightly discolored, no longer smooth, and splintering off. Material loss is evident. Engineering concluded the damage was likely due to improper cleaning process. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. This the customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and main tube splintering ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken cables were identified during set up on a large needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.